Event description:
It was reported that during pre-dilatation in the heavily tortuous and calcified right coronary artery, a 1.2x6 trek balloon was inflated three times and ruptured on the third inflation at 14 atmospheres. No further treatment was performed and the procedure was completed. There was no adverse patient effect. There was no reported significant clinical delay in the procedure. Atherectomy is pending. No additional information was provided.

Manufacturer narrative:
(B)(4). Concomitant medical products: guide wire: runthrough, gland slam, guide cath: mach 1 fr4.0. Factors that can contribute to balloon ruptures include, but are not limited to, balloon damage during manufacturing, weak materials, excessively applied pressure, or interactions with accessory devices, patient anatomy, and/or lesion calcification or tortuosity. Return of the rx mini trek catheter used in the procedure may have aided in the investigation and determination of cause. There was no report of any leak in the catheter noted during preparation for use, which would suggest that the balloon was not damaged prior to use. It is possible that the balloon material was damaged (scratched) during interactions with accessory devices, or the heavily calcified lesion such that the balloon ruptured upon the third inflation at the rated burst pressure (rbp). To ensure this is not a result of manufacturing, all balloon catheters are 100% visually inspected and leak tested prior to packaging. Additionally, a sampling of units is destructively tested to verify rbp. Without the product to examine, a conclusive cause could not be determined. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot and all lot release testing met manufacturing criteria. There does not appear to be any indication of a lot specific deficiency.